Event description:
I have a bacterial staphylococcus in my breast, and that change my breast areola size and the size of my breast. I am experiencing now a lot symptoms duento bii. I been in hospitals and during lab tests. In my facebook page I share my experience: (B)(6). Implants should be prohibited and only allowed for mastectomy patients. Reference report: (B)(4).